Event description:
Major pump unit(s) involved: device thrombosis.additional text: internal pump, thrombus not seen on echo.specific component(s) involved: other component malfunction, specify.additional text:other component: internal pump likely component affected.causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): other interventions, specify.other intervention : IV heparin.implant device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: other component malfunction, specify